Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1813702 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) balloon ruptured during usage on a patient. The vcd was being used following a diagnostic procedure for closure of the left cfa (common femoral artery). Calcium was not noted in the access site. During use of the vcd, the physician inserted the vcd into the patient¿s body, inflated the balloon, and when he pulled back the balloon came out ruptured.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Addendum for additional information received: the user was certified on the use of the mynx device. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU and there were no anomalies noted during prep. The femoral artery¿s suitability was verified on angiography/venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. The balloon did not lose pressure upon inflation, at the 1st stop or 2nd stop. Hemostasis was achieved with manual pressure successfully. As reported, a 5f mynxgrip vascular closure device (vcd) balloon ruptured during usage on a patient. There was no reported patient injury. The user was certified on the use of the mynx device. The vcd was being used following a diagnostic procedure for closure of the left common femoral artery (cfa). The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU and there were no anomalies noted during prep. Calcium was not noted in the access site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. The femoral artery¿s suitability was verified on angiography/venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The physician inserted the vcd into the patient¿s body, inflated the balloon, and when it was pulled back the balloon came out ruptured. The balloon had not yet lost pressure upon inflation, at the 1st stop or 2nd stop. Hemostasis was achieved with manual pressure successfully. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot f1813702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics and/or the condition of the sheath most likely contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.